Event description:
Boston scientific received information that this device was pacing at 133 ppm. The caller stated that the patient did not tolerate the pacing well. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to program minute ventilation (mv) to passive and the rate dropped back to 60 ppm. The caller then programmed the device to dddr configuration with mv passive and noted pacing at approximately 80 ppm due to tracking. Additionally information was sent to the caller regarding mv interaction with hospital equipment resulting in high rate pacing. No other adverse events have been reported. This product issue will be updated if additional information is received.